Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the dilator portion of the device detached while it was being pulled out of the abdominal wall. The detached portion of the device was retrieved endoscopically. The procedure was not completed as air leaked inside the abdominal cavity and the stomach position had been changed. It was reported that a second procedure was performed on (B)(6) 2013. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient's exact age is unknown, however, it was reported that the patient was over 18 years old. A visual analysis revealed that the pull wire was attached to the wire loop of the delivery system and without issue. A physical examination of the delivery system found the sheath, button, suture and red strip to be intact. The device was found to be separated into 2 pieces. The c-flex tubing was cut / torn at approximately 4 cm from the distal end and the distal section was attached to the transition connector. Approximately 1 cm of the proximal end of connector was torn off and it remained in the proximal end of the c-flex tubing. The ends of the c-flex tubing appear to have been cut. Additionally the connector was scored/ cut. The cut / torn end of the proximal section of the tubing presented markings around the circumference which appear to have been made by hemostat or similar instrument. It was noted that the condition of the returned unit was consistent with the complaint incident that one step button delivery system detached/separated. Unfortunately the customer was unable to provide the incision size but it is possible the incision size was too small for placement causing resistance. Therefore, based on the event description and the evaluation of the returned device, the most probable root cause of ¿operational context¿ is selected for the complaint. A device history record (DHR) review of lot number 16069635 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16069635.

Manufacturer narrative:
(B)(4) feeding tube detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the dilator portion of the device detached while it was being pulled out of the abdominal wall. The detached portion of the device was retrieved endoscopically. The procedure was not completed as air leaked inside the abdominal cavity and the stomach position had been changed. It was reported that a second procedure was performed on (B)(6) 2013. The patient's condition at the conclusion of the procedure was reported to be good.